Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient underwent laparoscopic surgery to repair and /or remove the mesh and further medical intervention may be necessary; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. . Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney: on (B)(6) 2005: patient underwent surgery for repair of a ventral hernia. A composix e/x was implanted to repair the hernia defect. On (B)(6) 2008: patient underwent an additional laparoscopic surgery to repair and/or remove the defected mesh. The patient was injured severely and permanently. Patient has suffered and will continue to suffer physical pain and mental anguish. Patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments. The composix e/x is defective.